Event description:
It was reported that when the surgeon was tightening the cancellous expansion head screw using a self-retaining screwdriver down to a cervical spine locking plate, two tabs broke off the screw head during the final turn. The surgeon believed that 1 tab remains in the patient however, x-ray performed immediately after surgery did not confirm that. Surgeon indicated that it is possible that the fragment was suctioned during the surgery. The surgeon used the same screwdriver to tighten other screws and it was fine. The plate was undamaged and used in the patient. A 5-10 minutes surgical delay was reported. Procedure was successfully completed without medical intervention or patient harm. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.